Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this service code was that the c1 capacitor shorted. The l1, l2, and d1 components were replaced as a precaution. The cause of the inability to complete testing and the inability to power on is the shorted c1 capacitor. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.